Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had undersensing and low r-waves, short v-v intervals, and pauses that could represent loss of capture. The physician was unable to determine whether the patient's implantable pulse generator (ipg) or right ventricular (rv) lead was contributing to the observation so both were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.